Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(6).

Event description:
A (B)(6) male had a urolume stent placed to treat urinary retention due to prostatic hyperplasia. Approximately 9 months later, he presented with severe dysuria, hematuria and poor stream along with uti. The urolume stent was visualized by ultrasound and found in the bladder. A urethrocystoscopy confirmed the "stent had migrated into the bladder lying in a pool of pus and flakes." The stent was removed by cutting it into small pieces using a yag laser and fragments were removed by withdrawing them into a sheath with grasping forceps. By the second post op day, the urinary catheter was removed and the patient was able to pass urine without difficulty. The post-operative period was reported uneventful.